Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : original operation date; (B)(6) 2017, surgeon; hospital: patient initials patients dob revised due to possible infection/ aseptic loosening implants below; revision date (B)(6) 2024, surgeons photos below of implant that were removed. These have been sent for decontamination. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed nothing indicative of a device nonconformance. The evidence provided only shows discoloration, it is not unreasonable to find this type of appearance considering the device has been implanted for 6 year. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune cr fb insrt sz 9 6mm would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - original operation date; (B)(6) 2017. Revised due to possible infection/ aseptic loosening implants below. Revision date (B)(6) 2024. Photos below of implant that were removed. These have been sent for decontamination. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device has discoloration, it is not unreasonable to find this type of appearance considering the device has been implanted for 6 years. A functional test was not performed since it was not applicable to the device condition. A dimensional inspection was not performed since it was not applicable to the device condition. The overall complaint was not confirmed as the observed condition of the attune cr fb insrt sz 9 6mm would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Revised due to possible infection/ aseptic loosening. Doi: (B)(6) 2017. Doe: 04 jul 2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: 1. Was there a surgical delay? If yes, what is the duration of the delay? All implants remove which took 4 hours. 2. What is the affected side? Right. 3. It was indicated that there was loosening. On what interface did the loosening occurred? Tibia.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.